Event description:
It was reported that patient underwent a shoulder procedure on (B)(6) 2012. During the procedure, as the surgeon was attempting to retrieve the nitinol wire from the surgical site, some of the sheath of the wire came off and had to be retrieved from the surgical site.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.